Event description:
Medtronic received a report that during delivery, a pipeline flex with shield technology stent (ped2) encountered resistance in the distal section of a phenom 27 microcatheter. The patient was undergoing dense mesh flow diversion surgery for treatment of an intracranial aneurysm. It was noted the patient's vessel tortuosity was moderate. Right femoral artery access vessel diameter was 6.5 mm. The catheter was advanced to the m2 segment of the middle cerebral artery. After hydration, the stent was delivered. The operator reported significant resistance when the stent reached the distal end of the catheter and was unable to advance it further. The stent was partially withdrawn and delivery was attempted again, but it still could not be advanced smoothly. The operator decided to remove the catheter and replace it with a marksman catheter (lot number 229570594; this lot is for a phenom 27-clarification needed) to continue the procedure. The procedure was completed successfully. The operator suspected damage to the inner coating of the microcatheter. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU).

Manufacturer narrative:
Continuation of d10: pipeline flex with shield technology stent product ID (B)(4). (Lot: d068305); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.